Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced high blood glucose levels and diabetic ketoacidosis (dka) on (B)(6) 2025. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital for more than 24 hours from (B)(6) 2025 and received intravenous (IV) fluids with insulin saline and the patient blood glucose levels while admitting the hospital was 432 mg/dl. The patient had symptoms such as vomiting, dizziness, diarrhea and the main reason for hospitalization was high blood glucose levels. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, lot number, primary unique device identifier (UDI) number, expiration date under d4, PMA/510(k) number under g4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 16-jun-2025. Device history record (DHR) review: the lot 6009623 was manufactured according to the work instruction (wi) version 81 on 07-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 16-jun-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care provider (hcp) or requires emergency advance, malfunction code no malfunction describe and lot 6009623 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.